Event description:
The reporter indicated that the device was incorrectly packaged with the documentation and labelling for the wrong serial number. All the labeling was for the implanted device.

Manufacturer narrative:
The paperwork was reviewed and no conclusion is possible. Both the units were shipped on the same purchase order, thus, they went through all the labeling and inspection tests together. The may have been mislabelled during this process.